Event description:
It was reported that the patient presented to the emergency room after a patient alert was heard. The patient was reported as becoming unresponsive. The patient was later reported as deceased. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information via the physician office and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.